Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7, with a highest cgm reading of 293 mg/dl confirmed by fingerstick, lasting approximately seven hours; the patient used an inset 23" infusion set and did not report food intake during the event, and the cause was unknown. Symptoms included high blood glucose. Outcomes included self-management at home without hospitalization. Investigation included troubleshooting and education provided to the patient, including referral to the healthcare provider due to the possibility that concomitant medication could contribute. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.